Event description:
The reporter, the customer's wife, alleges three back to back comparisons on the customer's meter of: 112 mg/dl and 238 mg/dl, 98 mg/dl and 407 mg/dl, and 253 mg/dl and hi. The customer states, he did not do anything different before, during, or after these blood glucose results. Controls were not run. No report of adverse event. Return requested and replacement was sent.